Manufacturer narrative:
No service on the ventilator was requested and no parts have been returned. The patient reportedly remained on the ventilator and was subsequently extubated and mode of ventilation was changed to non-invasive nava (neurally adjusted ventilatory assist) mode of ventilation. According to the attending physician reviewing the case at the user facility, neither the ventilator nor the chosen ventilation mode caused the event of pneumothorax. No further information surrounding the event has been provided. Since the ventilator was continued to be in use, the reported event date was overwritten in the provided ventilator logs. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment in invasive nava (neurally adjusted ventilatory assist) mode of ventilation, the patient developed a pneumothorax. The patient remained on the ventilator and was subsequently extubated and mode of ventilation was changed to non invasive nava mode. Final patient outcome is no injury. Manufacturer's ref #: (B)(4).